Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced swelling around the implant site of the implantable cardioverter defibrillator (ICD) device. A surgical inspection was performed to explore the pocket for the cause of the swelling. There was no infection and the inspection uncovered nothing abnormal. No further action was taken by the physician. The device remains in use. No further patient complications have been reported as a result of this event.